Event description:
A surgeon reported having a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon does not blame the lens for the event, but the cause is undetermined. Add'l info has been requested. There are two medical device reports associated with this event, this report is for the left eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. A photo was attached and reviewed. No determination can be made for post operative refraction from the photo. Root cause: the root cause is most likely related to non-product factors. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).